Manufacturer narrative:
The distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted for an unknown reason. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.